Manufacturer narrative:
The lot number does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. The device was not returned for analysis. However, photos of the device were received and evaluated. The photo of the device was visually inspected and found a hole tyvek side of the package. Additionally, wrinkles and signs of manipulation were observed. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (package damaged). When product is still packaged the reported defect (tear on package) may appear due to some aspect of shipping/ handling or storage. However, there is no control of how the unit was stored and handled at the field, it is most likely that the device could be handled improperly causing the damage to the package. Additionally during manufacturing processes the product is inspected for device functionality and integrity. Therefore, taking into consideration all these factors and the picture with the condition of the product provided; it was concluded that the most probable root cause for this event is ¿handling damage¿.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was unpacked for inventory. According to the complainant, during unpacking, it was noticed that there was a tear in the device packaging and sterility of the device was compromised. There was no patient or procedure involved.